Event description:
Major pump unit(s) involved: device thrombosis.pump thrombus.specific component(s) involved: pump drive unit malfunction;causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump;implant device type: lvad;

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.